Event description:
Spontaneous report, from united kingdom. Local reference: #(B)(6). This initial serious case report was received on 23-feb-2023 from dentist via local affiliate by email. Description of the incident (narrative): the report described a device material separation with needle broken and device fragment embedded, with the suspected medical device ultra safety plus twist part a (injection device) and part b (sterile white handle) following an injection of la palatal foramen l8-7 for dental local anesthesia prior to an unspecified procedure.   On the (B)(6) 2023 it was reported that, prior to injection, the barrel and the handle separated and protective sheath detached from the barrel, which lead to the breakage of the needle at hub in the patient mouth. An airway risk for the patient was reported, the needle was displaced into the mouth. The needle was removed and clips safely by the dentist. It was reported that before injection, the handle was inserted and twisted and the protective sheath was pulled back into the handle. The dentist reported that a lot of pressure had to be exerted on the device during the injection.     Other information of product: batch number and expiry date unknown.   This case was considered as serious as it retrieved the following criterion: other medically important condition. Manufacturer's preliminary comments: based on the available information, the report described the separation of usp twist part a (injection device) from usp twist part b (white handle) leading to cannula breakage. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Regarding cannula breakage, a possible root cause can be device disassembly, excessive pressure, sudden movement during the procedure or pre-bending of the cannula. However, pending quality investigations and/or additional information, no root cause could be determined but a possible misuse is to consider. Based on the preliminary analysis, pending quality investigation results and/or additional information, no CAPA is required.

Event description:
Spontaneous report, from united kingdom. Local reference: (B)(4). This initial serious case report was received on 23-feb-2023 from dentist via local affiliate by email. Follow-up 1 was received on 13-mar-2023 from quality department by email. Description of the incident (narrative): the report described a device material separation with needle broken and device fragment embedded, with the suspected medical device ultra safety plus twist part a (injection device) and part b (sterile white handle) following an injection of la palatal foramen l8-7 for dental local anesthesia prior to an unspecified procedure.   On the (B)(6) 2023 it was reported that, prior to injection, the barrel and the handle separated and protective sheath detached from the barrel, which lead to the breakage of the needle at hub in the patient mouth. An airway risk for the patient was reported, the needle was displaced into the mouth. The needle was removed and clips safely by the dentist. It was reported that before injection, the handle was inserted and twisted and the protective sheath was pulled back into the handle. The dentist reported that a lot of pressure had to be exerted on the device during the injection.     Other information of product: batch number and expiry date unknown.   This case was considered as serious as it retrieved the following criterion: other medically important condition. Manufacturer's preliminary comments: based on the available information, the report described the separation of usp twist part a (injection device) from usp twist part b (white handle) leading to cannula breakage. Usp twist has a unique lock-system that should reduce the risk of dismantling of the device. If not correctly locked by twisting the device before use as mentioned in the instructions for use (IFU), so that the tabs come to be lodged in the "l-shape" (grooves) of part a, the different parts of the device are not properly locked and may separate during use. Tests have shown that excessive pressure could be a causative factor for the disassembly of the device in addition to incorrect device assembly. Regarding cannula breakage, a possible root cause can be device disassembly, excessive pressure, sudden movement during the procedure or pre-bending of the cannula. However, pending quality investigations and/or additional information, no root cause could be determined but a possible misuse is to consider. Based on the preliminary analysis, pending quality investigation results and/or additional information, no CAPA is required.